Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: additional devices used in this event include pxc121000/lot and pxa230300/lot.

Event description:
In 2007, a patient underwent endovascular repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. A final angiogram revealed a proximal type I endoleak. The proximal aorta was ballooned using a coda balloon, when it was noticed that the aorta at the level of the renal arteries appeared to give way. The proximal endoleak did not resolve with the ballooning, therefore, an aortic extender component was implanted. The aortic extender component moved distally following deployment. A tear was seen in the proximal aorta. The patient was converted to an open repair. It was reported that the surgical procedure was unsuccessful due to lack of aortic wall density. The patient expired that evening due to blood loss.